Event description:
The customer reported one drop of fluid leaked from the aspiration probe when switching from primary to secondary mode involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place.

Manufacturer narrative:
Service was cancelled as the customer stated fluid had not dripped from the aspiration probe since the service call was generated. A clear cause of the event is unknown.